Event description:
The rotator broke during high pressure injection. No report of harm or injury.

Manufacturer narrative:
Device eval: the actual device used was disposed of by customer. The customer returned nine (9) new devices from four different lots. The lot number of the device that failed is not known. A review of the device history record could not be accomplished. Samples from each of the four returned lots were pressure tested. Three of the four lot samples exceeded the pressure requirement. One lot sample failed below the pressure requirement. All four lots returned were manufactured prior to the corrective actions implemented for failure of the adhesive bond between the rotator housing and the rotator collar. Complaint data will continue to be monitored to verify effectiveness of corrective actions taken. Evaluation: method - other - similar devices from different lots were pressure tested.